Manufacturer narrative:
The attached user facility medwatch report was received from the (B)(6) registry. The user facility number was not provided. (B)(6). The report of suspected thrombus was confirmed through the evaluation of the returned pump. Examination of the rotor upon disassembly of the pump revealed a thrombus formation surrounding its bearing ball. The lamination and denaturation of this formation indicated that it likely developed over an undetermined period of time while the pump was supporting the patient. Further evaluation of the pump revealed a deposition adjacent to the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicated that it did not initially form in the outlet stator. Although the origin of this deposition could not be determined, the contact marks observed on the rotor¿s bearing cup suggested that it was present while the pump was supporting the patient. Although a cause for the formation of these depositions could not conclusively be determined through this evaluation, they could have contributed to the patient¿s increase in ldh. The observed depositions were removed and the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists hemolysis, device thrombosis, and infection as potential adverse events associated with use of the heartmate ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the (B)(6) registry stating: (B)(6) 2015, ldh 965. Patient was admitted to hospital today given his rising ldh. (B)(6) 2015, bivalirudin infusion started. (B)(6) 2015, ldh 1049. Ldh levels consistent with pump hemolysis. (B)(6) male with hmii installed 2 years ago as destination therapy. Recently he had anticoagulation held for orthopedic procedure and experienced increased pump power. Despite admission and increased anticoagulation, he continues to have hemolysis and increased pump power consistent with the diagnosis of pump thrombosis. Given that he has failed to respond to conservative measures, the plan is for hmii pump replacement. (B)(6) 2015, patient was taken to or for replacement of lvad. Operative findings: clot within the motor of replaced pump.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had suspected device thrombosis with elevated ldh and an obstruction found via echocardiogram. The patient¿s international normalized ratio or the presence of an active infection at the time of the event was unknown. A pump exchange was subsequently performed.

Manufacturer narrative:
Approximate age of device: 2 years, 2 months. The device was returned for analysis. The evaluation is not yet completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.